Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One screw was reported but not returned for investigation. Therefore, visual evaluation could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was patient factor or use of incorrect technique. Therefore, based on the available information, device malfunction and the reported even could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the doctor had a patient's screw fracture inside of the implant. He was able to remove the broken portion and requested a replacement screw.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: lot number are not provided / unknown.